Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Device information - unknown. Date implanted - implanted in 2010. PMA/510(k) number - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent initial right total hip arthroplasty in 2010. Subsequently, patient was revised on (B)(6) 2015 due to patient request to remove metal liner. The acetabular cup, liner, and modular head were removed and replaced.